Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced thermal damage on a ribbon cable in the front case. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'thermal damage on a ribbon cable in the front case' which was confirmed during evaluation. Visual inspection identified a burnt processor j2 connector and corroded ultrasonic sensor flex as cause. The processor board and upstream sensor were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.